Event description:
It was reported that this left bundle branch lead was surgically explanted due to unknown product performance issue. This brady lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead and as the lead was explanted due to physician's discretion. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Moreover, there insulation cuts and deformed coil noted with the lead during visual inspection likely explant damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left bundle branch lead was surgically explanted due to physician's discretion. This brady lead was replaced with the same model and will be for returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead and as the lead was explanted due to physician's discretion. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left bundle branch lead was surgically explanted due to physician's discretion. This brady lead was replaced with the same model and will be for returned. No additional adverse patient effects were reported.